Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by patient that the patient¿s blood glucose (bg) reached 13.9 mmol/l (250 mg/dl) while wearing the pod. While patient was reporting that the pink slide did not move forward, is not visible in the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied.